Manufacturer narrative:
Corrected information: conclusions code 4311 was changed for 4315 as the cause of the dissection is unknown.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, reoperation and death.

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis and non-gore devices to repair an aortic arch aneurysm. Prior to the device implant, a bypass procedure was performed as the left subclavian artery was planned to be intentionally covered. It was reported that the conformable gore® tag® thoracic endoprosthesis was deployed just below the left subclavian artery, and the non-gore devices were implanted most proximally and distally. Final angiography revealed a proximal type I endoleak (attributed to the non-gore device), and it was repaired by coil embolization between the device and the vessel wall. The minor endoleak remained, however the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2019, the patient was emergently transferred to another institution. Imaging revealed a retrograde aortic dissection. On the same day an emergent ascending aorta replacement surgery was performed to repair the dissection, however the patient did not recover, and then expired.